Event description:
It was reported to medtronic neurosurgery that the patient had an enlarged ventricle. According to the report, the physician performed surgery to examine the strata ii shunt. Reportedly the patient's icp was over 200 mmh2o and the valve was explanted because it did not drain. It was reported that the valve was replaced with another strata ii valve and there was no injury to the patient.

Manufacturer narrative:
The returned valve did not meet the requirements for patency testing; therefore all other testing was precluded. Proteinaceous debris was observed on and around the ruby ball. The pathway around the ruby ball appeared to be completely obstructed by the debris. Proteinaceous debris was confirmed to be present on the internal components of the cassette housing subassembly. The return spring was found to be deformed which is consistent with torsional deformation caused by binding from the debris. The return spring and ruby ball were both adhered to the mating components by the debris. These components are normally free floating. All internal components were present and in acceptable condition with the exception of those noted above. Failure was likely due to the presence of the proteinaceous debris. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the patient had a history of hydrocephalus. It was also reported that the patient's ventricles were going down and that the csf was draining. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.